Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg had become inoperable. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
The reported observation of unable to pair to ipg was confirmed. It was concluded the root cause of the reported observation was due to a degradation in the juno processor u2. It was found 2 of the voltages produced on the juno ic vddx and vddj were outside the expected trim range. Based on the analysis, verifying the juno ic power sources were outside the expected range it was concluded this also affected the clock control or timing sequences, which affects several peripheral subsystems in the device including the ability to communicate. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.